Event description:
The customer reported that the issues were with lost sensor alerts, sensor and blood glucose reading discrepancy leading to insulin pump would go to threshold suspend when customer was not low. Customer stated that transmitter would lose connection with the insulin pump and sensor and blood glucose readings were apart. Customer stated both issues her blood glucose was fine. Customer declined to do troubleshooting. The customer was advised to call help line when issues occur. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).